Event description:
Patient undergoing a laparoscopic bilateral inguinal hernia repair with mesh. The covidien spacemaker pro (ref # smbttovlx, lot # p9a1433y) was opened for use but staff reported "the space between 2-3 was too large and leaking insufflation gas". The device was taken off the field and replaced with another device without incident. No patient harm.